Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited low out of range pacing impedances measuring below 200 ohms as well as noise oversensing on the right atrial (ra) lead channel, leading to inappropriate atrial tachy response (atr) episodes. No adverse patient effects were reported. This system remains in service.